Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the keypad buttons were intermittently unresponsive and required increased force to engage. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok key contacts. The ok key contact was also found to be misaligned.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue involving tactile changes. The pump keypad produces an intermittent response, and the buttons must be pressed multiple times and with greater force than usual. The issue began a "couple of weeks" prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.